Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient reported being hospitalized due to inaccurate cgm readings. The patient was wearing a tandem mobi insulin pump. No patient symptoms were reported. However, the patient refused to provide any further event information to dexcom. It was reported the patient said she is ¿exercising her right to withhold details and declined to elaborate¿. The patient was currently ¿doing good¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)